Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device has not yet been returned. The DHR review of the manufacturing documentation associated with this lot 17530083 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, the physician pulled the orbit galaxy coil (640cx0202/ 17530083) and unspecified microcatheter at the same time and after inspection, the coil was found to be stretched. There were no potential patient adverse events.

Manufacturer narrative:
Additional information was received on (B)(6) 2017: the procedure was coil embolization of the middle cerebral artery. There had been no resistance during advancement or withdrawal of the coil through the select plus lp es microcatheter (catalog/lot unk), and a continuous flush had been maintained. The coil had not exited to the patient. When the coil was removed, it was still attached to the delivery tube. The device has not yet been returned for analysis due to a us customs clearance issue. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of the middle cerebral artery, the physician pulled the orbit galaxy coil (640cx0202/ 17530083) and unspecified microcatheter at the same time and after inspection, the coil was found to be stretched. There had been no resistance during advancement or withdrawal of the coil through the select plus lpes microcatheter and a continuous flush had been maintained. The coil had not exited into the patient. When the coil was removed, it was still attached to the delivery tube. There were no potential patient adverse events. A non-sterile orbit galaxy cmplx xtrasoft coil 2x2 was received coiled inside of a pouch. The hypotube was inspected and it was found kinked at 45, 61 and 72cm from the proximal end of hub. The introducer was found zipped. The support coil, the gripper and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. A lab sample microcatheter was flushed using a lab sample syringe and the received device was introduced into the lab sample microcatheter. It advanced smoothly until the microcatheter's distal tip; however, slight friction was felt when the kinked section found on the hypo tube was passing through the lab sample microcatheter. The DHR review of the manufacturing documentation associated with this lot 17530083 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretch and resistance were confirmed. The resistance friction appears to have been due to the kinked condition noted on the hypo tube. The cause of the damages found on the device (hypotube kinked \coil stretched) were apparently caused by applying excessive force on the device, but it could not be conclusively determined. These defects could not be related to the manufacturing process and procedural factors appear to have contributed to these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failure from leaving the facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.